Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The surgeon commented that the circlip may have been inserted incorrectly at the primary procedure. If this circlip was not inserted correctly it would have been more likely to migrate and fracture as reported in this case. It has not been possible to confirm this as a root cause with the current available info. Requests are being made for additional info and a supplemental report will be provided if this info is received.

Manufacturer narrative:
The patient was operated on in 2008 for a mets distal femur. He visited the doctors in 2012 complaining of pain around his leg. A circlip fracture was not identified at this first instance. It was later found that the circlip had come off and the axel had partially disengaged. The patients' activities or his level of activity could not be determined. There is no record that the implant was returned to stanmore implants worldwide (siw) and therefore a physical evaluation of the implant could not be performed. A DHR review found no non-conformities were raised against this device. It is also not possible to determine whether the circlip fracture was a result patient activity or because of incorrect insertion at the time of implantation in 2008. The root cause for the circlip fracture could therefore not be determined. A revision surgery was performed in 2012. An siw employee present at the revision surgery ensured the surgeon checked that the circlip was happily rotating. The revision surgery was completed successfully. The december 2014 MDR states that the surgeon indicated the circlip fracture may be attributed to insertion error. There is no documented statement from the surgeon to this effect. This complaint is being closed, and tracked, and trended.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to mets distal femur replacement implant in 2008 and subsequently was revised on (B)(6) 2012 due to fracture of the circlip, which caused the axle to partially disengage. This is a supplemental report to 3004105610-2014-00122 (B)(4).

Event description:
It was reported by the surgeon that the pt underwent a primary procedure to mets distal femur replacement implant in 2008 and pt underwent was revised on (B)(6) 2012 due to fracture of the circlip, which caused the axle to partially disengage.